Event description:
It was reported that the user experienced hyperglycemia after a recent infusion set change, with sensor and fingerstick glucose readings escalating into the high 300s and a ¿high¿ reading on the device; no leakage was observed and ketones were not checked. Symptoms included hyperglycemia without acute complications. Outcomes included prolonged high glucose outside target for approximately three hours, without medical intervention or hospitalization. Investigation included remote troubleshooting and education to monitor for downward trend, consider another supply change, or transition to backup therapy if glucose did not improve. Investigation of this case revealed that the device appeared to be dosing, the cause of hyperglycemia remained unclear, and no device component malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.